Event description:
End user reports being struck by a motor vehicle while driving the power wheelchair on a roadway across a development entrance.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. The client was struck by a motor vehicle while driving the power wheelchair on a roadway across a development entrance. Hoveround's owner's manual warns end users, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules," and, "cross the street at locations where you are most visible to traffic."